Manufacturer narrative:
Investigation summary: two loose 3ml syringes were received. Due to potential risk involved with direct sample handling, the sample was evaluated through the bag only. One syringe was observed to have a lengthwise crack from just above the zero line to just above the 1.5ml grad line inside the print area. One syringe had a lengthwise crack from the 0.5ml grad line to the 1.5ml grad line outside of the print area. A piece of foreign matter was also present in the fluid path. The foreign matter appeared to be a piece of plastic. The syringes received were non-conforming per product specification. Potential root cause for the incorrect assembly and foreign matter defects are associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 6274691 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: potential root cause for the incorrect assembly and foreign matter defects are associated with the assembly process. The aql for incorrect assembly is 0.65% and 0.25% for foreign matter in the fluid path. The defective rate identified is (B)(4) for incorrect assembly and 1 out of (B)(4) which is (B)(4) for foreign matter in the fluid path. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #6274691 is considered in compliance with our product specification requirements.

Event description:
It was reported that the bd 60ml syringe luer-lok" tip experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: level of harm: no effect: did not reach patient: detected before use or does not touch person during use syringe cracked and leaking. Wasted normal saline. Who was affected? No person affected unexpected or prolonged care? No.